Manufacturer narrative:
B2 is being updated to include death and date of death b5 clinical narrative updated and h6 codes updated. Section d1 brand name corrected. Section d4 serial number was corrected. Section d4 primary UDI number has been updated.

Event description:
Clinical narrative (updated 2026-5-15) the subject was supported with an impella pump during hospitalization for critical illness. The pump was utilized to provide mechanical circulatory support while the subject required intensive medical management. It was later reported that: adverse event (ae) #1: anemia during the hospital stay, the subject developed anemia. Progress notes dated 13jan2026 documented that the subject remained critically ill and required intravenous fluid resuscitation. The subject was administered packed blood products in addition to IV fluids as part of ongoing supportive care. Subsequent documentation dated 15jan2026 continued to note anemia requiring resuscitation with blood products and IV fluids. No confirmed location or definitive cause of the anemia was identified throughout the hospitalization. Adverse event (ae) #2: blood transfusion due to anemia, the subject received blood transfusions during the hospital stay. Transfusion therapy was administered in conjunction with intravenous fluids as part of resuscitative management while the subject remained critically ill. The bleeding was noted to be secondary to the impella cp access site. The angioplasty was performed via the companion sheath inserted in the impella introducer sheath, and there was possibility noted the vascular injury my be secondary to the angioplasty and/or the impella manipulation. Adverse event (ae) #3: medication required as part of supportive and resuscitative care, the subject required medication administration, including intravenous fluids, during management of anemia while critically ill. Anemia, transfusion requirements, and the need for resuscitative medications are known complications in critically ill patients requiring mechanical circulatory support, volume resuscitation, and intensive care management. Based on the available information, no confirmed source or cause of anemia was identified during the subjectâ¿¿s stay. The subject survived.

Event description:
Clinical narrative: the subject was supported with an impella pump during hospitalization for critical illness. The pump was utilized to provide mechanical circulatory support while the subject required intensive medical management. It was later reported that: adverse event (ae) #1: anemia during the hospital stay, the subject developed anemia. Progress notes dated (B)(6) 2026 documented that the subject remained critically ill and required intravenous fluid resuscitation. The subject was administered packed blood products in addition to IV fluids as part of ongoing supportive care. Subsequent documentation dated (B)(6) 2026 continued to note anemia requiring resuscitation with blood products and IV fluids. No confirmed location or definitive cause of the anemia was identified throughout the hospitalization. Adverse event (ae) #2: blood transfusion due to anemia, the subject received blood transfusions during the hospital stay. Transfusion therapy was administered in conjunction with intravenous fluids as part of resuscitative management while the subject remained critically ill. Adverse event (ae) #3: medication required as part of supportive and resuscitative care, the subject required medication administration, including intravenous fluids, during management of anemia while critically ill. Anemia, transfusion requirements, and the need for resuscitative medications are known complications in critically ill patients requiring mechanical circulatory support, volume resuscitation, and intensive care management. Based on the available information, no confirmed source or cause of anemia was identified during the subject¿s stay. The subject survived.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Ppae/ anemia: the cause of the injury was not determined due to insufficient clinical details. Major bleed/ patient-device interaction: the cause of the patient device interaction was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 clinical narrative was updated and serious injury was changed to death.

Event description:
Clinical narrative (updated 2026-5-18) update: the team has notified abiomed that the patient did expire. There is no information shared on the cause of death. Patient expired approximately 2 weeks post pump explant. The death is reported due to the inability to conclusively dissociate the patient outcome from the pump use with information shared to date. The subject was supported with an impella pump during hospitalization for critical illness. The pump was utilized to provide mechanical circulatory support while the subject required intensive medical management. It was later reported that: adverse event (ae) #1: anemia during the hospital stay, the subject developed anemia. Progress notes dated (B)(6) 2026 documented that the subject remained critically ill and required intravenous fluid resuscitation. The subject was administered packed blood products in addition to IV fluids as part of ongoing supportive care. Subsequent documentation dated (B)(6) 2026 continued to note anemia requiring resuscitation with blood products and IV fluids. No confirmed location or definitive cause of the anemia was identified throughout the hospitalization. Adverse event (ae) #2: blood transfusion due to anemia, the subject received blood transfusions during the hospital stay. Transfusion therapy was administered in conjunction with intravenous fluids as part of resuscitative management while the subject remained critically ill. The bleeding was noted to be secondary to the impella cp access site. The angioplasty was performed via the companion sheath inserted in the impella introducer sheath, and there was possibility noted the vascular injury my be secondary to the angioplasty and/or the impella manipulation. Adverse event (ae) #3: medication required. As part of supportive and resuscitative care, the subject required medication administration, including intravenous fluids, during management of anemia while critically ill. Anemia, transfusion requirements, and the need for resuscitative medications are known complications in critically ill patients requiring mechanical circulatory support, volume resuscitation, and intensive care management. Based on the available information, no confirmed source or cause of anemia was identified during the subject¿s stay.

Manufacturer narrative:
Additional information received which was updated in b5.

Event description:
Additional information received that study team sent update on relatedness, pi relatedness: assessment updated. Impella device: remote (unlikely). Pci procedure: possible.